Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the insulation resistance value at the distal end did not meet the standard value due to a chip in the distal end cap. The upward angulation did not meet the standard value, due to wear of the angle wire. The right/left angulation control knob did not move smoothly due to the deformation of the bending tube. The adhesive around the objective lens had peeled off, and the light guide lens was chipped. The distal end cap was dented. The adhesive of the bending section rubber was rough. The water supply connector was loose. There was a wrinkle in the universal code. The s-cover and control unit of the control section were discolored. The suction connector cover unit of the endoscope connector was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the device tested positive for pseudomonas aeruginosa (>15 cfu). According to the information provided by the user facility, there was no bacterial growth after 7 days of incubation. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the result of the second microbiological testing conducted by the user facility after reprocessing was negative. The user facility did not provide any other detailed information. In addition, the user reported that they had pre-cleaned immediately after the procedure, followed by leakage testing with the olympus maintenance unit mu-1, brushing, and reprocessing with the soluscope washer within 15 minutes of pre-cleaning. Also, the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. Olympus medical systems corp. (Omsc) could confirm from the inspection result the nonconformity with the device, but could not confirm the nonconformity affecting the reported event. Omsc checked the reprocessing method provided by the user facility, but found no obvious deviation from the instruction manual. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following: -cleaning was insufficient due to the difference between the reprocessing method performed by the user and recommended by the instruction manual. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.